Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 400 mg/dl, with large ketones, and vomiting, associated with a no power issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery compartment threads were stripped, and the battery cap spring was missing. The pump would not power up. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.